Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the lift started to lean to the left and the casters and legs faulty. He states something is broken on it, but he cannot tell due to he is blind. The caller states the lift fell over almost to the bed.